Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024 at 1:00pm, the patient was sitting on the couch when they passed out. When they regained consciousness, the paramedics were at their house at 5:00pm. The patient was alone when they passed out. During the time the patient was passed out, the patient¿s mother stated she called the patient two times and the patient did not answer. She was worried so she called paramedics to the patient¿s house. When they checked the patient¿s dexcom it was showing 75 mg/dl but when they checked a bg it was 30 mg/dl. Prior to passing out, the patient did not experience any symptoms. Paramedics treated the patient with IV and glucagon. At the time of the report, the patient was experiencing a headache. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator prior to the patient passing out. The reported glucose values fall within the c zone of the parkes error grid when the paramedics arrived. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.